Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pain and pallor at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection into superficial labial artery leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-apr-2024 by an other health professional concerning a 31-year-old female patient. Additional information was received on 09-apr-2024 and 11-apr-2024 from the same reporter. The medical history of the patient included hypothyroidism. Concomitant medication included synthroid [levothyroxine sodium] for hypothyroidism. No information about history of allergies has been provided. The patient had previously received treatment with botox on (B)(6) 2024 for cosmetic purposes. On (B)(6) 2024, the patient received treatment with 0.9ml of restylane kysse (lot 21818), 0.5ml into upper lip and 0.4 ml to lower lip (unknown injection technique and needle type). On the same day of treatment (B)(6) 2024), the patient experienced vascular occlusion (vascular occlusion) with suspected injection into superficial labial artery. On (B)(6) 2024, the patient called back to the hcp within 24 hours of restylane kysse treatment. The patient reported to the hcp symptoms of tenderness (implant site pain) and paleness (implant site pallor) in the upper left lip. On the same day (B)(6) 2024), the patient was treated with 2 vials of hylenex [vorhyaluronidase alfa]. On (B)(6) 2024, the patient was treated with 2 vials of hylenex. On (B)(6) 2024, the patient was treated with 1 vial of hylenex and another vial of hylenex on 25-mar-2024. On (B)(6) 2024, the hcp reported that the patient had complete resolution of symptoms. Outcome at the time of the report: vascular occlusion was recovered/resolved. Tenderness was recovered/resolved. Paleness was recovered/resolved.